Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the catheter and velocity through the neuron max up to the face of the thrombus, then removed the velocity. Upon removal, the physician noticed that the distal end of the velocity broke in the patient. Therefore, the physician used the catheter to aspirate the distal end of the velocity. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 02/13/2020: 1. Section b. Box 5. Describe event or problem. 6. Section h. Box 6. Patient code 2. Results: the device was undamaged within its sterile pouch. Conclusions: evaluation of the returned velocity revealed an undamaged, unopened and unused device. Therefore, we cannot confirm the complaint. Based on the returned condition, the returned device was not the subject device in the complaint report. The subject complaint device was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter (sofia) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the catheter and velocity through the neuron max up to the face of the thrombus, then removed the velocity. Upon removal, the physician noticed that the distal end of the velocity broke in the patient. It was reported that the thrombus and the broken distal end of the velocity were not aspirated out. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.